Manufacturer narrative:
Device evaluation code (B)(4) to this event. Device codes (B)(4). ***review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.*** if information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a follow-up appointment on (B)(6) 2017 and the device checked out fine with no device or therapy issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. They reported that they do not know yet if there was any damage to the patient's device; the patient had turned off their device only as a precaution because they were worried they may have damaged it when they fell and landed on their back where their device is located. The patient has been scheduled to meet with their doctor on (B)(6) 2017 to have their device checked. They requested to have a manufacturer representative (rep) present and they were redirected to have the doctor request a rep to be present. The patient's weight at the time of the event was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient thought that they might have damaged the implantable neurostimulator (ins) due to a fall that occurred about a month and a half prior to the report. Since then, the patient had not used their device. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.